Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's mother that the insulin pump received a failed battery test. The customer's mother already inserted six batteries and cleaned battery cap; but continues getting a bad battery alarm. The customer's blood glucose was 266mg/dl. After troubleshooting customer still received a failed battery test. Advised customer the insulin pump will be replaced. The call was dropped. The customer's father called back and stated he got the insulin pump to start working again. Advised customer to still discontinue the use of the insulin pump.